Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had failed to display the video image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d10, e3, g2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding, cable flooding, main body watertight defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of there being no image was unable to be determined. Based on the results of the investigation, the malfunction identified during the device evaluation 'image capture flooding, cable flooding, main body watertight defect' was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the event occurred during therapeutic laparoscopic procedure for removal of uterine appendages. The procedure was completed with similar device.